Event description:
It was reported that the wake/sleep button on a replacement ilet was intermittently unresponsive, requiring several presses to power on during one occurrence, and later functioning normally after cleaning and user checks. Symptoms included no reported clinical effects. Outcomes included no interruption of therapy requiring medical care and no alarms. Investigation included basic troubleshooting, user education on device handling and cleanliness, and user-led monitoring with instructions to document and capture video if the issue recurs. Investigation of this case revealed that the device resumed normal function after cleaning and handling checks, consistent with intermittent mechanical or interface responsiveness of the wake/sleep button. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.